Manufacturer narrative:
This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the 510(k) /PMA clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements. Results of device analysis noted the following: the device weighed 452.3 grams. Yellow and black particles were observed on the outer surface of the implant shell. Yellow particles were observed in the gel. One striated opening, typically associated with use of a surgical tool, measuring 4.8 mm in length, was observed on the radius of the implant. The labeling addresses "leaks" as follows: "patients should be advised that the sizer may rupture, releasing silicone gel into the surrounding cavity. Causes of rupture include: damage by surgical instruments, such as nicks, slices, or puncture; other trauma during surgery, such as improper handling or manipulation. Do not insert or attempt to repair a damaged sizer."

Event description:
Healthcare professional reported "when removing [sizer] there occurred a small leaking area." It is unknown if silicone gel came in contact with the patient.